Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. Per log analysis, on (B)(6) 2019 there were no errors in the log. There were many start/stop events indicating a possible display issue. The system was shut down and power cycled three times, possible an attempt to correct the issue. There was no indication the pump rebooted which would cause a lost display. Likely the issue was with the small display assembly or an intermittent connection to it. The service repair technician (srt) was unable to duplicate the reported complaint. The upper housing was replaced, including the display assembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump's display kept going out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to operate as intended throughout the evaluation.